Event description:
It was reported that the shaft got separated. A 15mmx2.00mm wolverine cutting balloon was selected for percutaneous coronary intervention (pci). During procedure, the device was unable to cross the lesion when advancing, and when it was tried to be pushed to advance, the shaft broke. The device was completely removed from the patient's body by simply pulling it out and the procedure was completed with another of the same device. No patient injury was reported, and the patient was stable after the procedure.